Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on two roche meters, within 10 minutes: 371 mg/dl on performa ii meter (system 1), and 180 mg/dl on performa meter (system 2). Tests performed with same vial of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.